Event description:
Pt reported that a lap-band was removed due to alleged "severe abdominal pain." An esophagogastroduodenoscopy "determined that the lap-band...had eroded." The surgeon "discovered a dense extensive inflammatory mass extending from the left upper quadrant to the right lower quadrant surrounding the tubing of the lap-band, phlegmon formation, and multiple abscesses." The surgeon performed a blunt dissection and electrocautery of the inflammatory mass, a gastronomy involving the removal of the lap-band, and a saline washing and draining of the abdominal cavity." The pt experienced "severe physical pain and suffering, mental anguish, severe anxiety, loss of life's pleasures, and loss of enjoyment of life." No additional information was provided. Further follow-up is not possible at this time. The record will be updated upon receipt of any new information.

Manufacturer narrative:
(B)(4). The access port connector associated with this report was not returned with the lap-band system by the reporter. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Pain, erosion, irritation/inflammation, abscess, "mental anguish, severe anxiety, loss of life's pleasures, and loss of enjoyment of life" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the reported event of irritation as follows: caution: patients must be cautioned to chew their food thoroughly. Patients with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction. Device labeling addresses the reported event of abscess as follows: there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infections, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port dis-replacement, port site pain, spleen injury, and wound infection. Device labeling addresses the possible outcome of erosion as follows: "caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."